Manufacturer narrative:
The subject device was not been returned to olympus medical systems corp (omsc). Omsc could not review the service and manufacturing record because the serial number was not provided from the facility. The malfunction of the subject device concerning this case has not been reported. The exact cause could not be determined.

Event description:
Olympus medical systems corp. (Omsc) received a literature title "efficacy and complication of flexible ureteroscopic holmium laser incision for simple renal cysts: a retrospective study.". The literature reported the result of 64 cases of the flexible ureteroscopic holmium laser incision procedures using an electronic flexible ureteroscope made by olympus between january, 2015 and december, 2018. After the subject procedures, 3 cases of fever condition reportedly occurred. Available information suggested that the olympus product has caused or may have contributed to the fever condition. Therefore, omsc is submitting three mdrs. This is 3 of 3 reports.